Event description:
Healthcare professional (hcp) reported a patient was injected in the ¿jaw, chin, v4 area¿ with juvéderm voluma® xc. Over two years post injections the patient has ¿formed what they are referring to as granulomas." Biopsy was not provided. Patient says they are in areas where they had been injected multiple years ago and hasn¿t been injected in those areas since.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.